Event description:
The ge oec 2800 uroview fluoroscopy sys would not boot up and displayed a communication failure error.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found that the cpu need to be replaced. Additionally, the sys interface pcb was replaced for compatibility issues, including the connectors and the cpu battery voltage was adjusted to above the 5v threshold. The sys was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.